Event description:
It was reported that during the implant procedure, the physician maneuvered the lead several times before positioning. When the lead was placed, intermittent capture was observed. Physician decided to replace the lead but the helix would not extend. When the lead was removed, fabric inside the helix was noted. The fabric was removed and the lead was re-inserted but the helix would not extend again. Lead was replaced. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.